Manufacturer narrative:
Based on the claim against the product by the customer noting rotation issues, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument did not rotate correctly and moved with non-intuitive motion. The procedure was completed with no reported injury nor delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the instrument roll bearing not properly seated at the back end, specifically for the roll gear. The roll bearing with retaining clip were found rattling inside the housing.